Event description:
It was reported the patient had interrogation issues with the internal neurostimulator (ins) and a return of symptoms. The right side ins could not be interrogated with the patient programmer. A longevity calculation to estimate ins battery life was performed. Criteria regarding the decision to replace ins given the battery status was reviewed with the health care professional. The doctor stated that it is hard to evaluate therapeutic value because patient had never had good therapeutic value from right chest ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2008. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2002. Product type: programmer, patient: product ID 3387-40, lot# j0225366v, implanted: (B)(6) 2002. Product type: lead: product ID 3387-40, lot# j0343750v, implanted: (B)(6) 2003. Product type: lead. (B)(4).